Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient stated that a brief red heart critical alarm was noted 3 weeks ago when the patient sat up on the couch. The patient stated he felt fine but the alarm went off when he moved positions. Log file analysis captured a low flow event on (B)(6) 2022 at 12:51:42 but was not sustained long enough to activate the audible alarm. The calculated flow fluctuated below the alarm threshold on 2.5 lpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a red heart alarm that may have been a low flow alarm could not be confirmed based on the review of the submitted log files. A specific cause for the alarm could not be conclusively determined through this evaluation. The submitted controller event log file captured data from 16apr2022 - 19apr2022 and did not contain data from the time of the reported event. No notable alarms or events were captured. The pump appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, the patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.